Event description:
Hypopharyngeal tear related to upper endoscopy. Small contained leak promptly recognized and diagnosed by gastrograffin swallow study. Subject made npo, IV fluids and antibiotics were administered. Subject was admitted for supportive management and released w/ no complications 3 days later. Sae reported.